Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros creatinine (crea) result was obtained from a patient sample using vitros chemistry products crea slides lot 1508-3555-3145 on a vitros 5600 integrated system. Patient sample result of 2.8 mg/dl vs. The expected result of 1.3 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea result 2.8 mg/dl was reported from the laboratory. The clinician questioned the crea result and repeat testing occurred. A corrected report was issued for a crea result more aligned to the patients historical crea results. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a higher than expected vitros creatinine (crea) result was obtained from a patient sample using vitros chemistry products crea slides lot 1508-3555-3145 on a vitros 5600 integrated system. The assignable cause of the event is unknown. Historical vitros crea lot 1508-3555-3145 results were within expectation, indicating that a vitros crea reagent related issue is not a likely contributor to the event. Additionally, it was confirmed that the initial and repeat crea results were obtained from same crea slide cartridge and that acceptable qc results were obtained from that same crea slide cartridge. Therefore, an issue with the vitros crea lot 1508-3555-3145 slide cartridge in use is not a likely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor of the event. The customer was not following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An acceptable vitros alkp precision test indicates that the vitros 5600 integrated system was not a likely contributor to the event.